Event description:
It was reported that a user contacted support with concern about bolus delivery during meal announcements, and review of device reports indicated the user frequently announced meals smaller than actually consumed, leading to maladaptive bolus dosing behavior and subsequent glycemic variability. Symptoms included low blood glucose events requiring carbohydrate intake. Outcomes included user education on correct meal announcements and guidance to treat low glucose with small carbohydrate amounts every 5¿10 minutes based on rate of decline, with the user remaining able to self-manage and continuing monitoring. Investigation included technical review of reported device data and user counseling. Investigation of this case revealed user-related use pattern contributing to suboptimal bolus calculations without evidence of device malfunction. It was concluded that the event was related to use error, and the device functioned as designed.